Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph node of the lung during an endobronchial ultrasound procedure performed on (B)(6) 2022. During the procedure, the physician attempted to open and close the coredx biopsy forceps; however, the jaws were stuck in an open position and failed to close. Taking biopsy using the coredx biopsy forceps was stopped and procedure was completed with regular endobronchial ultrasound. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph node of the lung during an endobronchial ultrasound procedure performed on october 27, 2022. During the procedure, the physician attempted to open and close the coredx biopsy forceps; however, the jaws were stuck in an open position and failed to close. Taking biopsy using the coredx biopsy forceps was stopped and procedure was completed with regular endobronchial ultrasound. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws failed to close. Block h10: the returned coredx biopsy forceps was analyzed, and a visual evaluation noted that the coil kinked in two sections. The jaws were inspected and returned open; additionally, the device was subjected to x-ray analysis, and it was discovered that the pull wire had become detached from the core wire attachment. Based on all available information, it is most likely that procedural factors such as lesion characteristics, device handling, the physician's technique, and normal procedural difficulties encountered during the procedure could have resulted in kinks in the core coil. These kinks and manipulation could have caused the pull wire to become detached from the core wire attachment, preventing the jaws from closing during the procedure. As a result, it is possible that factors and/or conditions related to procedure during device use may have influenced its performance and intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.